Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy in the kidney using a ncircle tipless stone extractor, the basket failed to open. The extractor wires would not open properly. Two of the basket wires are very close together. As a result, the stone slipped out of the extractor. A new device was used to complete the procedure. The device was tested prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: it was reported, during a flexible ureteroscopy in the kidney using a ncircle tipless stone extractor, the basket failed to open properly. The extractor wires would not open properly. Two of the basket wires are very close together. As a result, the stone slipped out of the extractor. A new device was used to complete the procedure. The device was tested prior to use. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle and the basket formation in the open position. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.3 cm in length. The basket assembly and the support sheath were bent at the nose of the mlla. A functional test determined the handle did not actuate basket formation. The investigator straightened the basket sheath and the basket assembly and found the handle would actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was open and could not be closed due to sheath damage. The yellow support sheath was bent at the handle, which was preventing the basket assembly from moving freely within the basket sheath. The bent sheath was manually straightened, and normal device function was returned. The reported information stated the basket was not the correct shape, not that there were any issues with the opening/closing function of the basket. It is possible the basket did not have the correct shape during use inside the scope/patient but had a normal shape when tested by cook. The device was returned in a ziploc bag, so the observed sheath damage could have occurred during return shipping. The cause for the reported issue of the basket not having the proper shape could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.